Event description:
The following has been reported: photocell on the mounting plate defective. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The ocs optical circuit and ocs motor were found to be defective and was sent back to brézins for further investigation. The ocs motor was traited through. Once received in brezins the ocs optical circuit was investigated and found to be functional (please see attached investigation report for details). Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. Therefore the root cause of the reported event remains unknown to our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.